Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection performed at customer quality (cq) noted that the distal threads of a driving cap (03.010.523) had broken off and were lodged in the insertion handle. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. The received condition is consistent with the allegation of inability to disassemble the driving cap from the insertion handle as such the complaint is confirmed. The complaint condition was able to be replicated as the threads were unable to be removed from the insertion handle. No dimensional inspection of the relevant features, proximal threads, was able to be completed as a broken fragment of the driving cap was lodged in the hole and unable to be retrieved. A visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. Driving cap distal threads were unable to be retrieved from the complaint device, thus confirming the complaint. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part:03.033.001, lot:2l17194 , manufacturing site: hägendorf, release to warehouse date: 22. Jan. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the driving cap tip broke off inside the threaded recess of the insertion handle for the femoral recon nail system. Both the insertion handle and the driving cap/impactor are the affected parts. May have happened at sterile processing department (spd) tried to disassemble but it could not be certain. It is unknown if there was a patient involvement. This report is for one (1) radiolucent insertion handle frn. This is report 1 of 2 for (B)(4).